Manufacturer narrative:
This report is submitted on june 08, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to bone overgrowth. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on august 21, 2023.